Event description:
Pt was admitted for percutaneous nephrolithotomy. When in the or massive amounts of bleeding occurred. At that time they aborted the procedure. On 9/28/97 at 11:00 pm an embolectomy needed to be performed. The coil used was supposed to occlude the artery to stop bleeding. However, the coil straightened out and part went into the renal artery.